Manufacturer narrative:
The alleged complaint unit was disposed of. It is not possible to verify an assignable cause without verifying the complaint unit. Insufficient information for a complete investigation. The DHR for microtip lot 20713-06 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Wand stopped working, after only 30 seconds.